Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said they are having pain near their tailbone on both sides and wanted to change programs. The caller stated that the rep had given them programs a,b,c and that they were currently on program b and had been on the same program for several months. Caller stated that they have gone through all seven programs and are not seeing programs a and c. The caller stated that all of a sudden they started to have severe si joint pain along with sis bone pain, so they turned stimulation down 2 notches. The caller also mentioned that they feel pain in their glute area as well. The caller stated that they are experiencing a deep aching around the battery site. The caller stated that they went into the device to change programs, but the additional groups the rep had given them were not there. The caller stated that this issue has happened before. The caller stated that when they try different programs and are done ( switch programs ) with the program , the program will disappear. The caller stated that every now and then they will get an electrical shock at the battery site. The caller also stated that sometimes when they get this shock, it will be positional. The caller also mentioned that sometimes they are getting a sharp pain in the vaginal area. The caller stated that they didn't want to turn the therapy off because they have issues with retention. The patient also said they don't want to turn stimulation off because they feel like they are better with it than they are without it. The caller stated that without the device, they will retain over 600ml of urine. The caller confirmed that they haven't had any falls or trauma to the area but are concerned about the potential possibility of the lead immigrating. The caller stated that about six weeks ago they saw the hcp, and the hcp stated that the implant may have come out of the pocket and flipped. The caller stated at that time when they took an x-ray, they couldn't tell if the implant had flipped or not. The caller stated that they are currently scheduled to have a battery revision on august 29th but are wanting an x-ray to confirm that there isn't any lead immigration since the hcp checked the device last. The caller stated that they are having issues attempting to get an x-ray scheduled because the hcp office works with a third party. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2zx66); product type: 0200-lead; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.